Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was using both an esophageal and a temperature sensing foley, the temperatures were different. Mis confirmed that the esophageal probe was registering 32.7c in outlet monitor temperature (t1) and foley was 31.9c. Mis advised the nurse to check the esophageal and foley temperatures with the bedside monitor. The esophageal correlated, the foley seemed to be unstable. The nurse would use the esophageal in outlet to monitor temperature (t1) and would disconnect monitoring with the foley. It was stated that the flow rate was 3.0, target temperature was 33 and patient temperature was 32.7c.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the nurse was using both an esophageal and a temperature sensing foley, the temperatures were different. Mis confirmed that the esophageal probe was registering 32.7c in outlet monitor temperature (t1) and foley was 31.9c. Mis advised the nurse to check the esophageal and foley temperatures with the bedside monitor. The esophageal correlated, the foley seemed to be unstable. The nurse would use the esophageal in outlet to monitor temperature (t1) and would disconnect monitoring with the foley. It was stated that the flow rate was 3.0, target temperature was 33 and patient temperature was 32.7c.